Event description:
A customer reported that during a procedure, the laser unit switched off and a system message displayed when the surgeon increased the power. The unit was turned off and on again with no success. In addition, a fiber optic cable was not recognized by an upper module and the light did not turn green on the panel after connection of diathermy. Additional information was received indicating the procedure was completed following a delay less than one hour. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).